Event description:
It was reported that erroneous results occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported that there's inconsistent troponin levels. 2 of 3: gold top tube. Inconsistent results with green, gold and blue vacutainer tubes on troponin levels." 1 of 3 complaints.

Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results occurred with a unspecified bd blood collection tube. The following information was provided by the initial reporter, "it was reported that there's inconsistent troponin levels. 2 of 3: gold top tube inconsistent results with green, gold and blue vacutainer tubes on troponin levels." 1 of 3 complaints.